Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator's touch panel was not working. At this time, it is unknown if there was patient involvement. Medtronic was not authorized to evaluate/repair the device. A third party service provider inspected the device and found that the graphical user interface (gui) keyboard needed to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ventilator was not in use on a patient at the time of the reported event. The service provider replaced the graphic user interface (gui) keypad and the ventilator was returned to use.